Event description:
New information received notes the patient presented in clinic and programming changes to reset the alerts were made. The issue had not re-occurred and was resolved. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had been in atrial fibrillation (af) for ~3 months. It was noted that an alert transmission had not been sent though af alerts had been set for six hours of af within one day as trigger for an alert. The issue was thought to be due to a MRI programming issue where the af burden timer in the device was stopped and not restarted after using MRI mode and became stuck . The issue could be resolved by programming the af burden evaluation period to a different value and then back to the desired value. This information was forwarded to the clinician and steps taken to bring the patient into clinic for the desired programming changes. There had been no reported patient consequences.